Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was confirmed as a needle to anterior cuff miss. The pre-close technique was not used when closing the large-bore hole with a sheath size greater than 8f. It should be noted that the prostyle instructions for use (IFU), states: for access sites in the common femoral vein using 5f to 24f sheaths. In this case, the absence of pre-close technique would not contribute to a needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The root cause of the reported difficulties and the subsequent treatment is related to circumstances of the procedure. In this case, based on the returned analysis, an anterior needle deflection occurred causing the failure to cycle. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 1494 clarifier- indication for use was added as the pre-close technique was not used when closing a large-bore hole with a sheath greater than 8f. The proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venotomy closure of a large-bore hole in the right common femoral vein using three prostyle devices, at three femoral vein access holes, after an electrophysiology procedure. Reportedly, as with the proglide there were no sutures with one prostyle device. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.